Event description:
It was reported that the lead integrity alert triggered. It was further reported via follow up that the lead integrity alert did not trigger, and the lead was electively replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.